Event description:
It was reported that, dr (B)(6) states pt presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.

Manufacturer narrative:
It is not known at this time if the device will be returned for evaluation. Additional info has been requested and if received will be submitted in a supplemental report. Additional devices: trident 10 x 3 insert 32mm: (B)(4), ID lot #mkedpe. 6.5 cancellous bone screw 20mm: (B)(4), lot #mjhmv3. Trident psl ha cluster 48mm: (B)(4), lot #mke6a3. 6.5 cancellous bone screw 16mm lot #mkj981. Delta v-40 ceramic head 32/0: (B)(4), lot #6438602.